Event description:
Patient care tech inserted an IV in to a patient's arm. Once the IV was in, and about to secure it with tape, the tech noticed that one of the wings of the catheter part of the IV was broken and hanging off. It was fully ripped off when the IV was readjusted. The IV catheter was left in and functioned without any issue. The IV was taped down and blood was obtained. There was no harm to the patient.